Event description:
This pt was presented to the interventional lab for stent placement in the left superficial femoral artery (sfa). The patient was enrolled in the suppersl study and the index procedure was performed in 2006. Two overlapping stents were placed in the left sfa. On march 7, 2006, there was a complete in-stent reocclusion of 14.5 cm length in the left proximal to distal sfa. The information states that two rotarex-catheter passages were needed, after which an adhesive thrombus (adhering to the vessel wall) in the distal part of the sfa was observed. Here an additional smart stent (2 cm length, 7 mm diameter) was placed. Post-dilation was performed with 6 mm balloon. There was no remaining stenosis. There was no peripheral embolism.